Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. In addition, the user guide states to only use single-use, disposable t:slim cartridges. The efficacy of the t:slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer's blood glucose level was 435 mg/dl. The customer was to change the cartridge, infusion tubing and site and then deliver a correction bolus. Tandem technical support performed a system check and found that the site should be changed. Reportedly, the customer was using humulin 500 insulin and reuses the cartridge.